Event description:
The device involved in this MDR report was implanted and explanted on the same day. Normal pacing behavior was observed after implantation. However, a re intervention was performed on the same day because ventricular perforation was observed. The lead which was connected to the pacemaker device was not an old-lead. An epicardial 18.1 lead was implanted. However, connection of this lead to the pacemaker device failed: after several attempts, the spring positioned initially in the proximal terminal block was no more in its original position. It was removed from the connector and blocked; however, because of the absence of the spring, failure to pace was observed in bipolar configuration. Therefore the device was not kept implanted.

Manufacturer narrative:
(B)(4) 2006. This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.